Event description:
Becton dickinson vascular access, 9450 south state st, sandy, ut 84070. Thank you for letting us know that the tubing separated from the adapter on a t port unit. Also reported were incompatible luer fittings. Thank you for taking the time to report and for returning the product for analysis. Receiving direct feedback from our customers is helpful in ensuring that our product meets our customers is helpful in ensuring that our product meets our quality standards and our customers' expectations. The quality engineer with responsibilities for the t port product examined the sample returned. The tubing was not adequately bonded to the inserter. We have made process improvement to the bonding operation to ensure that this junction is more reliable,since the MFR of this march 1994 product. We will continue to monitor our processes and procedures to ensure there is no recurrence of this incident. Qa and mfg personnel have been notified of your report and our findings. No product was returned for testing of the luer fittings. Lot history files were reviewed and no problem was seen with luer dimentions. We have searched our product incident reports and we have received no other reports of incompatible luer fitting or adapter/tubing separation on the t-port product in the previous 12 months. We are hopeful that the product you are using at this time is meeting your expectations and our quality standards. Please accept our apologies for the inconvenience and the concern it caused. Your satisfaction is very important to us and your report is appreciated.